Event description:
The customer reported that a pt incident occurred and the alarm did not sound.

Manufacturer narrative:
The customer called to report an incident involving a philips intellivue multi-measurement server (mms) and a non-identified host monitor. Per the available info, the device combination was used to monitor st (segment analysis) on the pt. The pt had a "lateral ECG st segment change" that did not result in an adequate alarm. A nurse stated that alarms were set appropriately and that st depression was set at -1.0 and elevation was set at 1.0. Based on the data from the initial report from the customer, the st depression at the time of the incident was -.07, which would not have triggered an alarm since the limit was set to -1.0. The customer also stated that the customer may have an mi (myocardial infarction), however, no clear indication was given if such an adverse event actually occurred, or if the customer was concerned about potentially missing such an event because of a supposedly missed alarm. As of today, no info could be obtained that indicates that an adverse event/serious injury occurred or that the reported device caused or contributed to any event. A philips filed service engineer (fse) and clinical specialist (cs) contacted the customer to obtain additional info. During testing, the fse found that st alarms were generated properly. The alarm review was also checked at the central station and associated alarms were not found (st alarms are yellow alarms and may not be logged at the central station). The cs obtained a trend review from the host monitor in question and found that the pt had st values of 1.1 to -1.3 for 5 minutes (st-ii). It was also found that this one bedside was configured for multi-lead st alarming which means more than one st measurement must be outside of alarm limits for 1 minute. In this case, only one measurement was outside limits (st-ii), therefore, no alarm occurred. Based on the available info to date, it is considered that the mms and associated host monitor worked as expected with the configuration applied. The preliminary investigation indicates that there was a user error in configuring this alarm, but there is no indication if this error impacted this pt. It is considered that the monitor measured all st values appropriately and that serious conditions would have been properly recognized, as applicable. Since the customer was expecting a different alarming functionality and based on the limited available info about whether a mi actually occurred, we will report this failure in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).